Event description:
Acct reports that the pt had an 18 gauge needle and a heplock. Tubing clamped onto this with a lever lock cannula. The tubing was continu-flo solution set and an extension set. This IV free dripping freely prior to the injection. The computerized tomography tech hooked the power injector up to the port closest to the heplock, clamped the tubing behind the injection site and injected. The second injection port blew off. The injection was stopped, the tubing reclamped with hemostats and re-injected. This time the tubing just behind the injection port split and x-ray dye blew out. The injection was stopped, the tubing taken down, the pt restuck and the dye injected straight into the heparin lock. There were no problems this time. The injection rate is 2cc/sec. This is a routine injection rate.